Event description:
Reported as: "port removal and replacement due to port leak." Also, reported that the port leak caused port site pain and weight gain. Follow up findings: entire lap band replaced.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Analysis found material from the port septum with no leakage being noted. Analysis of the device returned, also noted surgical-like damage to the ring of band. We believe all of the damage was likely caused during surgery to remove the device. Performance tests indicate no leakage at the access port of access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section." Inadequate weight loss is addressed in the labeling. Inamed does not guarantee that every patient will achieve desired weight loss.